Event description:
Head and liner exchange.

Manufacturer narrative:
The 28mm +8 5-40 taper vit head cat# 6264-5-328, lot# c1lha was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer

Event description:
Head and liner exchange.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no records or x-rays were made available for evaluation.